Event description:
It was reported to philips that the host pc was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm the malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found the host pc operating system(os) was corrupted. Fse reloaded the ghost image in host pc. After reloading the ghost image in host pc, the system was returned to good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.